Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had part of the battery compartment broken off and a button error alarm several times during the last month. Customer's mother stated that the battery compartment also had a huge crack. Customer had a motor error alarm appear several times as well. Customer's mother was not willing to troubleshoot. Customer's mother was advised to have the customer discontinue use of the pump and revert to a back-up plan.